Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 300-400 mg/dl and the cause was not known. A bolus via the pump, insulin pen and a temporary basal rate were used to lower the bg to the target level. During troubleshooting with tandem technical support, the customer inadvertently performed the incorrect step and the troubleshooting was not completed. The customer declined further assistance and disconnected from the call.